Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent an initial right partial knee arthroplasty on (B)(6)2006. Subsequently, patient underwent a left partial knee arthroplasty on (B)(6) 2008. Patient then began experiencing intermittent lower back pain on (B)(6) 2009. The patient also reported mild effusion in the left knee as well as right knee problems which limits their walking on (B)(6) 2013. It was further reported that patient experienced pain, swelling and effusion of the right knee. However, no revision has been reported at this time. No further information has been provided.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure is (or may be) needed. Should additional information be received regarding a revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
It was reported that patient underwent an initial right partial knee arthroplasty on (B)(6) 2006. Subsequently, patient underwent a left partial knee arthroplasty on (B)(6) 2008. Patient then began experiencing intermittent lower back pain on (B)(6) 2009. The patient also reported mild effusion in the left knee as well as right knee problems which limits their walking on (B)(6) 2013. However, no revision has been reported at this time. No further information has been provided.